Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found (B)(4) full (B)(4). No anomalies found (B)(4) full lead.

Event description:
It was reported that the right atrial lead was exhibiting high/unstable thresholds, and both the right atrial and right ventricular leads exhibited undersensing. It was also reported that the leads' tension or slack may have resulted in the performance issues. The leads were explanted and replaced. No patient complications have been reported as a result of this event.